Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during the preparation for use prior to a therapeutic total laparoscopic hysterectomy (tlh) procedure, the hf generator was turning itself on and off displaying error message e433. Since no spare generator was available at that time, the operating team switched to an open abdominal hysterectomy procedure. No further information was provided.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus keymed (okm), UK. The evaluation/investigation confirmed the occurrence of error e433. This error message, which in the case at hand was caused by a defect of the high voltage power supply board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. It is clearly stated as a danger note in the instructions for use that the user must always prepare a spare electrosurgical generator or an alternative procedure to avoid interruption of treatment due to an unexpected electrosurgical generator failure during treatment. Thus, this event/incident was attributed to use error. The case will be closed on olympus side with no further actions. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.